Event description:
Pain [pain]. Swelling [swelling]. Joint fluid retention [joint effusion]. Case description. Spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection (dose not provided), once a week, in the left knee. The lot number for synvisc was not provided. On (B)(6) 2012, the pt received the second injection of synvisc. On (B)(6) 2012, the pt received third injection of synvisc. On (B)(6) 2012, the pt complained of pain, swelling and joint fluid retention and visited clinic where 45 cc of fluid was aspirated from her knee. On (B)(6) 2012, the pt revisited the clinic for swelling and arthrocentesis (50cc of fluid was aspirated) was done and the synovial fluid test was found to be negative. On the same date, the pt received steroid (corticosteroid) that showed improvement in the symptoms. On (B)(6) 2012, the pt had recovered from the event of joint fluid retention. The events of pain and swelling had not yet recovered. Concomitant medications were not provided. The tensity for the all events was not provided. The reporting physician assessed the relationship between synvisc and the event of joint fluid retention as definite and did not provide a causal relationship between synvisc and the events of pain and swelling.

Manufacturer narrative:
Follow up info was received on (B)(4) 2012 in the form of qa (quality assurance) investigation results. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.